Event description:
It was reported that following a completed pulsed field ablation procedure, the guidewire could not be advanced out of the loop catheter. A blockage was suspected in the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter was returned and analyzed. The returned device matches the reported complaint product identification. Visual inspection showed the catheter appears intact without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The guidewire was received threaded into the catheter and extended beyond the tip. A foreign material was observed a the tip, point of contact with the guidewire. X-ray and optical inspection showed the measured diameter of the returned guidewire is 0.032 inches, as required by the instructions for use. High magnification optical inspection of the catheter tip and guide wire showed foreign material. High magnification optical inspection showed foreign material on the guide wire. During guidewire removal, resistance was encountered during removal attempts. The guidewire is likely stuck due to dried blood, saline, or contrast. The guidewire extends from the tip of the catheter about 3.5 inches and is stuck due to the foreign material. Dissection was performed to assess the points of resistance. The outer diameter of the guidewire exceeds the spec of 0.032 inches due to presence of the foreign material at the tip of the catheter. Data from the catheter identification chip confirms the catheter programmed for clinical use, with the lot and serial numbers matching those indicated on the cover. The catheter was reprogrammed before connection to the pulsed field ablation generator via a catheter interface cable, and therapy deliveries passed. In conclusion, the loop catheter failed the returned product inspection due to the foreign material stuck to the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.